Event description:
Hcp reported the patient had an MRI that revealed a mass at the catheter tip. The patient had been trialed with infumorph and then started on dilaudid 2 mg/ml with 1 cc of marcan at 0.2 mg/day. Fentanyl 200 mcg/ml replaced the dilaudid with the 1 cc of marcan. This was delivered at 20-80 mcg/day. In 3/2002. The marcan was removed and the patient was only receiving the fentanyl. The physician pulled off the fibrous piece, the catheter tip was removed, and the tip was replaced about six weeks later on the opposite side at about the same height. The hcp was contacted for further information that will be provided when it is received.